Event description:
It was reported that the patient received a patient notification on (B)(6) 2018. Review of the transmission showed that the implantable cardioverter defibrillator exhibited a capacitor charge timeout. The device then tripped the elective replacement indictor (eri) normally on (B)(6) 2018. The device was removed and replaced on (B)(6) 2018, and the patient was stable post-procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. An internal capacitor anomaly was found. The root cause of the extended charge time was an internal high-voltage capacitor anomaly.